Manufacturer narrative:
(B)(4). Date sent 2/25/2025 d4 batch #807c63 b3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout and the red motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition of the device. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. The motor wire disconnected is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of battery pack insertion or removal could not be confirmed as the test battery was inserted and removed with no issues noted. A manufacturing record evaluation was performed for the finished device batch number 807c63, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9df9e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure the device was defective. Impossible to connect the battery or battery not recognized. No motorization. No patient consequences reported.